Event description:
It was reported that two days after implant diaphragmatic stimulation was occurring at lower outputs than was observed at implant. The left ventricular lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.